Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record review was unable to be performed as the lot number involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced skin irritation from the 63b electrodes and the cover patches. The patient stated that the irritation looks like a circle the size of the electrode. The irritation is itchy, red, and has little pimples around where the electrodes were placed. The patient advised her doctor and was told to wear the electrodes only during the day and to discontinue use of the cover patches. The doctor gave the patient a prescription cream to treat the skin irritation. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2019. Medical product: pedicle screws at t2, t3, t4, and t5 & rods. Therapy date: (B)(6) 2019. Medical product: spinalpak assembly catalog: #1067716 serial: #(B)(4). Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00024. The device has not been returned.

Event description:
It was reported that the patient experienced skin irritation from the 63b electrodes and the cover patches. The patient stated that the irritation looks like a circle the size of the electrode. The irritation is itchy, red, and has little pimples around where the electrodes were placed. The patient advised her doctor and was told to wear the electrodes only during the day and to discontinue use of the cover patches. The doctor gave the patient a prescription cream to treat the skin irritation. No additional patient consequences were reported.